Manufacturer narrative:
Correction: added unique identifier (UDI).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer machine had electrical burn damage to the fill valve and wiring harness. The burned components were noticed during service. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was arcing and related smoke when the problem occurred, and confirmed there was no flam visible. The biomed reported that there was no damage observed on any other components. The biomed replaced the fill valve and wiring harness, which resolved the issue. The biomed reported that the machine has been returned to service without issue. Additional information was requested but was not provided.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer machine had electrical burn damage to the fill valve and wiring harness. The burned components were noticed during service. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was arcing and related smoke when the problem occurred, and confirmed there was no flam visible. The biomed reported that there was no damage observed on any other components. The biomed replaced the fill valve and wiring harness, which resolved the issue. The biomed reported that the machine has been returned to service without issue. Additional information was requested but was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. (B)(4) no patient involvement. (B)(4) thermal decomposition of device.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was reported that the biomed replaced the fill valve and wiring harness to return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.